Event description:
According to the reporter, during a laparoscopic cholecystectomy, upon suturing of the tissue, on three devices, the connection of the needle and thread broke. It was noted that there was no excessive manipulation or abnormal traction when the issue happened. To resolve the issue, another suture was used. There was no patient injury.

Manufacturer narrative:
Correction: b3, b5, e4 (email) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36 (lot#a5c2225y); cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36 (lot#a5c2225y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, while suturing, on three devices, the connection of the needle and thread broke. Another device was used to complete the case. There was no patient injury.